Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 105 which was not reproduced. System error 105 was confirmed through review of the event history log. This condition was found to be caused by a piece of a plastic column from the rear case which had become lodged in between the motor and cam shaft gears and restricting motor rotation. The motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced system error 105 in the biomed shop. It was also reported there was no patient involvement.